Manufacturer narrative:
The device sample was not returned for eval at the time of this report.

Event description:
The event is reported as: the customer alleges that the concha low compliance column did not work after set up. The alleged failure occurred prior to pt use during pre-testing.